Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hand assisted colectomy procedure, the device locked on tissue then the device had to be cut from the tissue. There was no tissue damage reported. Another device was used to complete the procedure. No adverse consequences reported. The tech was able to open the device after it was removed from the patient, however, the tech could not remember how the device finally was opened.